Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm or to determine if pod could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was found on the couch passed away. The mother in law left the house at 9:00 am and the patient was asleep and snoring on the couch and by 2:00 pm when she returned the same day he had passed. She called the paramedics and they were still working on him when wife got there around 2:45 pm. Patient was reported to slipped into a coma. No further information available as the autopsy report is pending.